Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. A review of the shock impedance trend graph indicated that the shock impedance measurements were high out of range between 160 ohms and 170 ohms approximately one (1) year ago and has now reached a high measurement of 189 ohms. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) that therapy provided by the device may not be effective at shock impedances greater than 145 ohms. Ts provided guidance to performing troubleshooting tests and consider replacing the rv lead. It was indicated that the physician has decided to continue to monitor the patient at this time. The lead remains in-service. No patient symptoms or adverse patient effects were reported.